Manufacturer narrative:
(B)(4). Report source: (B)(6). The device has been returned and evaluation is in process. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Packaging damage with sterility barrier potentially compromised was reported as a result of transit damage. No further information is available at this time.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported packaging damage event was confirmed via visual examination. It was identified the packaging was damaged in transit. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.